Event description:
It was reported that the patient recieved inappropriate therapies, and the lead exhibited oversensing and noise. The lead was not removed, but was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.